Event description:
It was reported that the ventilator's oxygen sensor was damaged. The ventilator was not on a patient at the time of the event. The ventilator was evaluated by a third party service provider and the service provider replaced the oxygen sensor and cable. The ventilator passed self-testing.

Manufacturer narrative:
Device evaluation summary: the ventilator was evaluated by a third party service provider. The following components were returned for failure investigation: two solenoids oxygen (o2) sensor two solenoids were visually inspected and functionally tested wit.h no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. The o2 sensor was visually inspected and noted that it was expired. The material/chemical composition inside of the part has dried out. When handling the part a rattle sound was observed. If information is provided in the future, a supplemental report will be issued.